Event description:
It was reported that during a low anterior resection procedure, the device came off the tissue and there was an incomplete staple line. The surgeon had to hand sew a colorectal anastomosis from the bottom end, put in a foley catheter, and a covering colostomy to complete the procedure.